Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture during deployment. The physician advanced the catheter was able to detach it from the pushwire. No patient injury reported.